Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. It was noted the mean pressure gradient was 3mmhg. An nt clip was inserted and placed on the leaflet. However, it was noted the grippers did not adequately lower. The leaflets were still able to be grasped, but the gradient increased to 7mmhg. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 3-4 and the gradient returned to baseline. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.